Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 was not running in the correct mode; it was running in oscillate when in forward mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 was not running in the correct mode; it was running in oscillate when in forward mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection of the device, it was found that the e-box would not communicate properly with the motor, which is the probable cause of the reported event. The device was repaired and returned to the user facility.